Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasvoview hemopro 2 did not have power. The circulator jiggled the hemopro2 adaptor cable and the device got power and the case was completed. The hospital is unsure if it is the cable or possibly the connection on the t.w. Power supply. The hospital did not report any patient effects.

Manufacturer narrative:
Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. (B)(4).